Event description:
It was reported that following an exploratory laparotomy oversewing of bleeding duodenal ulcers, truncal pyloroplasty procedure the upper end of the wound incision dehisced. The dilated stomach was visible in the wound. Reoperation, under general endotracheal anesthesia, was performed to repair the site.